Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient was having difficulty recharging. The rep said they had tried using the antenna locate (al) feature, baseline was 56 and at best the rep said they got was 60 while using the al feature, and they had tried using multiple rechargers. The best they got was 2 coupling bars, but then the recharging stops. It was reported the patient's ins battery was currently at 50%. The caller stated the healthcare professional (hcp) implanted the current device near the previous implant and the hcp did create a shallower pocket for the new ins. The rep said the battery felt superficial and it wasn't at an angle, also the implant pocket didn't have movement. Technical services recommended that the rep should get imaging done to make sure the ins hasn't flipped. The rep was going to follow up with the hcp. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the issue has been resolved and the patient¿s device is functioning as intended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.